Event description:
It was reported that the procedure was to treat a left superior femoral artery (sfa). The 5.5x200mm supera stent was implanted without issue; however, was dragged with an unspecified closing device to the common femoral artery. A an unspecified 6.0x20mm balloon was used to reposition the implanted stent back into the left sfa. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: estimated date.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction between the implanted supera stent and the closing device resulted in the reported device damaged by another device. The treatment appears to be related to the operational context of the procedure as an unspecified 6.0x20mm balloon was used to reposition the implanted stent back into the left superior femoral artery. There is no indication of a product quality issue with respect to manufacture, design or labeling.